Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate, via a plum pump. It was reported that during priming of the tubing set, the tubing set separated from the inlet port of the filter of the tubing set. The customer contact reported that the tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The report represents all the info known by the reporter upon query by hospira personnel.